Event description:
It was reported that there was a water leak. Problems were discovered during testing.

Manufacturer narrative:
Other, other text: additional information in d4 UDI is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed cracked enclosure, cracked tank cover and liquid crystal leakage in the liquid crystal display (lcd). Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device had leaks from a crack near the drain tube confirming the customer's complaint. The root cause was determined to be wear and tear from customer use of the drain tube. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.